Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Upon review of this complaint type and investigation of the device, it was noted that the initial complaint code's reportability has since been upgraded to "yes" according to protocol 6 since the creation of the complaint and will be updated. Analysis of the returned device was completed on 4/17/2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that there was no abrupt power off was found in the log, as reported by the end user. See event log in the complaint in question for detail. However, it was noted that there were several upstream occlusion alarms, as seen below by the "e04" alarm code. There were 38 instances of the code found in the log: see event log in the complaint in question for detail. A 92 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 92 over 46 hours, at a rate of 2 ml per hour. The infusion successfully completed and the pump did not power off abruptly before finishing. Upon further investigation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device not performing to specification. Capas has been opened in order to fully investigate and address the root causes of the reported events.

Event description:
Infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was returned on 02/22/2024 for further evaluation. Detail of the evaluation can be found on section h of this MDR.